Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and challenging patient anatomy. Two clips were deployed, and the procedure was completed with no reported device or procedure issues, and mr reduced to 1. Approximately 7 hours post-procedure, mr was noted to be increased to 3 and a single leaflet device attachment (slda) of the medially deployed clip was noted. Reportedly, the slda occurred due to leaflet pathology. An additional clip was deployed, reducing mr to 1. There was no reported adverse patient sequela; however, the patient's hospitalization was prolonged. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported user experience was related to patient morphology. A review of the lhr identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.